Manufacturer narrative:
The subject device was returned to olympus. It was confirmed that the whole grasping surface was worn, and the distal end of the grasping surface was separated. In addition, the probe had burnt mark. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. This type of the grasping surface and probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the grasping surface was worn and separated due to the continued activation of output while the grasping section was closed without grasping anything. Also, it was known that the burnt mark on the probe occured due to the continued activation of output without cleaning the probe. The instruction manual of the subject device mentions as below. Do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface.

Event description:
The subject device was used during laparoscopic assisted distal gastrectomy. This device was used for a procedure for the first time. When the user used this device for 1 to 2 hours, the ptfe pad was separated. The procedure was completed with a different device. There was no patient injury reported.